Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, multiple occlusion alarms occurred. Reportedly, the customer cleared the alarm and resumed insulin delivery. Blood glucose level was not impacted.